Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01936. It is unk which lead was explanted therefore we are reporting on both leads. It was reported the pt noticed a change in her stimulation. She was no longer receiving stimulation in her left leg and foot, but was experiencing abdominal stimulation. An sjm rep met with the pt and lead diagnostics were normal. Reprogramming was unable to resolve the issue. Fluoroscopy did not show any abnormalities. The pt underwent revision surgery on (B)(4) 2012 where the physician replaced one lead with a new one. The pt now has effective stimulation.

Manufacturer narrative:
Result - the complaint was not confirmed. As received, microscopic inspection revealed the lead was in good condition. The lead passed all functional and continuity testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.